Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. This lot met all release criteria. This is the only complaint to date for this corporate lot number. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured during the second inflation at a pressure of 20-25 atm while being used to treat a resistant focal lesion within an av loop graft. The pta balloon was inflated to 30 atm during the first inflation; however, the pta balloon failed to fully efface the lesion. During the second inflation, the balloon ruptured at the distal end and became difficult to completely deflate and retract through the introducer sheath. After several attempts at retraction through the sheath, the pta balloon dilatation catheter and the introducer sheath were simultaneously removed from the pt. Another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.